Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
(B)(6) clinical study. It was reported that thrombus was noted on the device post procedure. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2016 . A watchman laa closure device was implanted with a complete seal. In (B)(6) 2017, the patient underwent a standard transesophageal echocardiogram (tee), however, there were clots discovered on the watchman closure device and on the rv lead. There was no change in the seal of the closure device noted. The patient was put back on eliquis. A follow-up tee was performed in (B)(6) 2017 and the clot/thrombus had decreased in size.